Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that leakage was observed in the cleo infusion set during infusion. The leakage presents a potential risk of unintended drug exposure. There were patient involvement and no harm or additional adverse consequences were reported.